Manufacturer narrative:
The nissen fundoplication is performed to treat the gerd and is not related to the ablation. The esophageal ulceration is related to the pre-existing condition of gastroesophageal reflux disease (gerd) which creates a poor environment for healing. It is possibly related to the device and initial ablation procedure. There was no device malfunction during the initial treatment.

Event description:
C2 therapeutics became aware of adverse event on 28 jun 2018. Subject was initially treated with the cryoballoon system on 1825034 2017. No issues with the device were reported during this treatment. During the 3-month follow-up esophagogastroduodenoscopy (egd) procedure on 1825034 2017, ablation treatment was not performed due to small erosions found in the lower third of the esophagus. The patient subsequently received a nissen fundoplication on 1825034 2018 and the adverse event was considered resolved. A nissen fundoplication is a surgery to treat gastroesophageal reflux disease (gerd). The surgery is to reinforce the lower esophageal sphincter. The surgeon wraps the top of the stomach around the lower esophagus. This reinforces the lower esophageal sphincter, making it less likely that acid will back up in the esophagus.